Event description:
It was reported that the customer visited the emergency room with a low blood glucose of 31 mg/dl. He was treated with glucose and food. The customer had been experiencing low blood glucose for about an hour before going to the emergency room. The drive support cap of the customer's insulin pump appeared normal and the customer was disconnected from the pump during the rewinding and priming sequence. The insulin pump had not been exposed to magnetic resonance imaging. The customer stated their blood glucose meter was approximately 30 points higher than the meter used by the paramedics. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.